Event description:
It was reported that the lead was replaced due to increasing thresholds. There was also a slight decrease in impedance since implant. During the lead revision, the physician saw insulation damage on the lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. Evaluation summary: no anomalies found; full lead was returned for analysis.